Event description:
The customer reported that the system locked up in the middle of the case.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. He reseated the crt boards then booted the unit multiple times, with no failures. The system functions as intended.